Manufacturer narrative:
Section d primary UDI number was updated.

Event description:
The complainant reported that a patient was implanted with an impella cp device for mechanical circulatory support. The pump showed a high purge pressure. The purge line and catheter shaft were checked, and no kinks were visible. The purge solution used was 5% dextrose with bicarbonate. A purge cassette change was performed but did not improve the issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected d3 manufacturer fax. Corrected d4 serial number. Added e4 reporter also sent report to FDA was omitted during initial report. Added d1 manufacturer contact fax number was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure was most likely due to biomaterial ingestion based on returned data log analysis indicating short purge rise and change in motor current at start of purge rise.